Event description:
It was reported that implant was removed due to fractured implant. Placed 2019 - fracture. Tooth location: 19. Removal bone graft, new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.